Event description:
The user's hearing performance with the device is affected. The user complained about poor speech understanding and low hearing sensation with the device. Reimplantation surgery is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was not providing enough benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user complained about poor speech understanding and low hearing sensation with the device. The user was reimplanted on (B)(6) 2022.